Event description:
It was further reported by the physician that the procedure involved an 80% stenotic lesion in the proximal lad, with a calcified, tortuous distal vessel. The wire would not negotiate the distal lad, so it had to be left in a diagonal branch. The distal vessel then dissected during predilatation and the pt infarcted, but this was not a result of the fractured wire. The wire was used to try to get back into the main lad without success. At this point the end of the wire became deformed. The wire was repositioned in the diagonal artery while the proximal vessel was stented to secure flow into the diagonal artery, alternatively. On withdrawal of the wire at the end of the procedure, the distal end was left behind. The remainder of the wire did not appear to be stuck, and separated very easily without any need to pull. The fractured portion of the wire was left in a diagonal branch which was too small to attempt retrieval. The procedure to open the lesion was unsuccessful, but despite experiencing a myocardial infarct, the pt's current status is 'well.'

Event description:
It was reported that during a ptca treatment procedure, the tip of the pt2 moderate support guide wire broke off. The pt had a pic line to their lad coronary artery, following a ptca treatment procedure of the right coronary artery. Three pt2 moderate support guidewires used in the procedure: one (from the ptca) to the right coronary artery; and two others for a bifurcated lesion to the lad/diagonal coronary arteries. Regarding the pt2 moderate support guidewire that had been placed in the diagonal coronary artery during the procedure: when the wiree was removed at the end of the ptca, the wire had left its tip in the diagonal coronary artery. When the physician looked at the film post procedure, the wire appeared to have become kinked 1.5 cm from the distal tip. This hadn't been observed during the procedure. The tip of the wire remains in the pt's diagonal coronary artery. It is noted that the wire was used with a metal entry needle. All three wires from this procedure are being returned because following the procedure, the facility could not identify which of the three wires actually fractured.